Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his doctor believed the insulin pump was not functioning properly. He was unable to get his blood glucose level down with boluses. Customer's blood glucose level was over 400 mg/dl. The customer was really tired. The customer was only treating his blood glucose level with the insulin pump. The high pressure test passed. The device was not returned.